Event description:
Consumer alleges that while using the heating pad draped over his back, he noticed it getting extremely hot. He moved the unit off his back and it was on fire. He received a minor burn to his back, but it did not require medical attention.

Manufacturer narrative:
Bunching/crushing the pad is abuse of the product and a violation of the instructions and warnings provided. This incident is direct result of misuse/abuse of the product.